Event description:
The customer¿s blood glucose (bg) level was displayed as ¿low¿; however, a specific value was not provided. Customer consumed carbohydrates to address the low level and received assistance from technical support to update basal rate and carbohydrate ratio settings. Customer was advised to consult with their healthcare provider before making future changes and confirmed understanding of the advice.